Event description:
The pt reported, the infusion device delivers too little insulin. The pt experienced elevated blood glucose of up to 300 mg/dl despite changing the accessories. The pt switched to the backup infusion device and blood glucose levels returned to normal, 100 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.